Event description:
Posey received a medwatch form (3500a) from the facility which reported that a pt was being treated for a vehicle vs. Pedestrian collision. The pt tested positive for alcohol and methamphetamines. The pt exhibited aggressive behavior in trying to pullout her foley catheter and her gastrostomy tube numerous times. The pt was put in wrist restraints (not posey product) and a waist posey key lock belt. The customer reported that the restraints protocol was being observed and documented, monitoring the pt at regular intervals. The pt managed to escape one of the wrist restraints, squeeze herself between the side rail and the mattress and lodged/hung herself. The pt was found to be non-responsive and without a pulse. Code blue was called, and the pt was successfully resuscitated.

Manufacturer narrative:
Wrist restraints in use at the time were not posey products. Hospital bed in use at the time were not posey products. The product has been requested to be return but has not been received. Note: posey instructions for use has a contraindication which states: do not use on a pt who is or becomes highly aggressive, combative, agitated or suicidal. Do not use on pts with: ostomy, colostomy, or g-tubes as these could be disrupted by a restraint. Also the application instructions recommends to use side rail covers and gap protectors to help prevent the pt's body from going under, around, through or between the side rails. A failure to do so may result in serious injury or death if a pt becomes suspended or entrapped. U.c. Davis restraint procedure states that a restraint being used for a pt who is violent or assaultive behavior must be re-ordered every 4 hours by a physician and that the frequency of documented observations of a restrained pt must be at least every 15 mins. Posey is not able to verify or confirm that these procedures have been adhered to. This info is being submitted based on the receipt of a user facility medwatch report reference # (B)(4). (B)(4).